Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient has discontinued use of the device (date not reported) for reasons unknown. The implanted device remains.